Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Appendectomy. Upon placing the stapler into the patient the insufflation pressure was lost . The insufflation tubing was switched to a separate cannula. Once enough working space was created to visualize the stapler , the stapler was removed. The stapler was inspected to ensure the staple load was installed correctly. Once adequate insufflation pressure was established, the stapler was reintroduced and immediately pressure was lost. Air and fluid was seen to be leaking from the joint between the staple cartridge and hand piece. After increasing flow on the insufflator from 5 liters per minute to 30 liters per minute, the surgeon was able to establish adequate working space. The surgeon noticed a small laceration in the serosa of a loop of small intestine that was adjacent to and shaped like a part of the stapler head. He withdrew the stapler and had it taken off the field. It had not been fired. The case was completed with a new stapler hand piece and staple cartridge. No suture or resection of bowel was required. No known patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.